Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, broken part still in cannula tubing. It unable to confirm if the customer received the sensor in said condition due to customer returned opened and used sensor. One remaining opened and used sensor and performed bicarbonate buffer test. Sensor passed with accurate readings.

Event description:
The customer reported via phone call that the sensor was not working. The customer also reported that the sensor wire was sticking out. The customer's blood glucose was 260 mg/dl at the time of incident. The customer's blood glucose was 135 mg/dl at the time of call. The customer also reported that they received calibration errors alarm and change sensor alarm. The customer declined to troubleshoot for high blood glucose. The customer stated that they treated the high blood glucose with the insulin pump. The sensor will be returned for analysis.